Manufacturer narrative:
Follow-up #1: date of submission 09/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: a review of the pump history showed evidence of excessive battery usage. The pump battery compartment was observed to be cracked below the grip pad and evidence of moisture was observed on the underside of the battery cap. The pump was powered on successfully and the pump was exercised for 24 hours without issues. The pump electrical current draws were tested and were confirmed to be within specifications. A pump leak test was performed with no leaks noted on the pump casing. The pump was removed and no moisture damage was observed inside the pump. Unrelated to the complaint, the display screen was noted to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter indicated that the pump was going through quite a few batteries over the past few weeks. The pump alarm history was reviewed and found several battery alarms occurring within 10 days. The reporter indicated that the batteries were from multiple different packages. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.